Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of button error, failed battery test and batter out limit alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer was advised to insert a new battery and she received battery out limit. The customer was unable to clear the alarm due to no response from the buttons. The customer stated that the buttons were not pressed for more than 3 minutes. The customer stated that the pump has been exposed to moisture. The customer was informed about the returns procedure.